Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient admitted to ICU due to elevated blood glucose levels on (B)(6) 2026 and treated the high blood glucose by IV and fluids of saline and insulin.